Event description:
On (B)(6), 2011, the vns treating physician reported that the vns pt was having her vns explanted on (B)(6) 2011 because she was experiencing syncope and bradycardia. The physician believes that the syncope and bradycardia may be related to vns. The fainting first started around the beginning of (B)(6) 2011, so the pt was sent to an epilepsy monitoring unit from (B)(6) 2011 where the bradycardia was then diagnosed. The pt's heart rate was down to 30 bpm. The pt was last seen before that, on (B)(6) 2010 and everything was fine with her device. Diagnostics read ok with dcdc of 3 and it was not near eos. The settings were. 1.5/20/250/30/0.8 with magnet at 1.75/60/500 and 899 magnet uses. The physician said that there were no triggers or medication changes and that the pt has not history of these events pre-vns. The pt's vns was programmed off on (B)(6) 2011. They do not have any further info about the pt's syncope and bradycardia as they do not monitor it there. Good faith attempts for further info from the pt's cardiologist have been to no avail thus far. When add'l info is rec'd, it will be reported.